Manufacturer narrative:
On july 10, 2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On july 19, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 8, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned tissue expander. Visual analysis of the returned sample revealed that no damage or nicks were observed on the cpx4 plus sm te mh 350cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the tissue expander was returned without a detectable nick. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the tissue expander that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor cpx4 plus, smooth, medium height being used for breast surgery procedure was found ruptured intraoperatively. It was reported that the product was opened while the patient was on the table and while inspecting the cpx4 expander, the surgeon noticed what looked like a hole in the expander. She wasn¿t comfortable using it, so they grabbed another expander from their consignment and used that one on the patient. The surgeon said it was a very minor delay and no extra risk to the patient. The procedure was completed without any issues.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation pre-implant mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).